Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00312 and 0001822565-2017-03382.

Event description:
It was reported tha the patient was revised approximately seven years post-implantation due to adverse local tissue reaction secondary to corrosion on the metal on metal junction.

Manufacturer narrative:
Concomitant medical product: femoral stem fiber metal taper collarless 12/14 neck taper size 10 standard body standard neck offset, catalog #00786201000, lot #60876305 reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.